Event description:
Event description guidant received information that this implantable endocardial lead was exhibiting noise and oversensing, leading to numerous divert/reconfirmation episodes. In addition, the patient experienced dizziness and lightheadedness, possibly due to the inhibition of pacing noted. This patient is pacemaker dependant. The noise could be mildly reproduced with some isometrics.